Event description:
It was reported the patient had at one time gone through withdrawal because of a problem with the pain pump in which the catheter became dislodged from the pump. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).